Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump received a pump error 23 and pump error 49. It was also reported that insulin pump received numerous battery failed alarms, power loss alarms, short battery longevity and battery compartment smelled hot. Troubleshooting was performed and it was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test, power loss alarms, pump error 23 or over heating noted during testing. The power management tool confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. The device was received with minor scratches on lcd window.